Manufacturer narrative:
H3/h6: one pump was returned for evaluation in good condition. Visual inspection and functional testing were performed, and the customer¿s reported problem was confirmed. The pump was running but does not deliver. The root cause for the device problem is unknown. The expulsor and the valves have to be replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the machine was running but not giving any medicine. There was unknown patient involvement.